Manufacturer narrative:
The initial report reflects that the product was manufactured: johnson and johnson vision care, inc. (B)(4). The correct manufacture address is: johnson and johnson vision care inc. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 we were advised by our affiliate in (B)(4) that a call was received from a patient's (pt) family member stating that the "pt experienced irritation and infection wearing contact lens (cl) on ou." The pt's family member advised that the "pt's eyes were infected after removal of lenses." The pt wears acuvue oasys for astigmatism lenses in the od. The family member advised that the pt visited an eye care provider (ecp) "and is undergoing treatment and taking medicine." On (B)(6) 2015 our affiliate in (B)(4) advised that a call was placed to the pt's ecp who advised the following information: "pt experienced redness, itching, and watering on ou when wearing cl." The ecp advised the affiliate that the pt had "infection on both eyes." The ecp also advised that the "pt was using antibiotics and now feel comfortable." The date of the event reported as (B)(6) 2015. It was advised that the pt was an experienced wearer. The product was requested for return for evaluation, but it has not yet been received. Several attempts were made to contact the pt for additional information, but the attempts were unsuccessful. This report is to capture the od as a worst case. The event for the os is being captured on a separate report. A lot history review was performed for lot # l002lh6 and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
The initial MDR advised that "on (B)(6) 2015 our affiliate in (B)(6) advised that a call was placed to the pt's ecp who advised the following information: "pt experienced redness, itching, and watering on ou when wearing cl." The error in the date was noted as the file was reviewed on (B)(6) 2015. The correct date is: (B)(6) 2015.

Manufacturer narrative:
Received five sealed blisters. The parameters of the five sealed lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No other visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4).